Manufacturer narrative:
The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that the patient was readmitted to the hospital on (B)(6) 2017 due to additional pump stoppages while the device was on battery power and on ungrounded patient cable. The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The evaluation of the returned pump confirmed an issue that would have contributed to the reported interruptions in pump function. The manufacturer¿s technical services personnel performed a distal end percutaneous lead (driveline) replacement on (B)(6) 2017. The replaced portion of driveline was returned measuring approximately 22.5 inches. Visual inspection of the driveline revealed some metal braided shield breakdown approximately 15.5 inches from the controller connector. Visual inspection of the wires beneath did not reveal any signs of insulation damage. Electrical continuity testing did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the replaced portion of driveline did not reveal any issues that would have contributed to the reported event. The clinicians reported the patient later presented to the hospital on (B)(6) 2017 with additional pump stoppages while on batteries and on ungrounded patient cable. The patient received a pump exchange on (B)(6) 2017. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion was returned measuring approximately 33 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed insulation breaches on brown, green and yellow wires approximately 4.5 inches from the pump housing, exposing the inner conductors. The device operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of the damaged wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stop and low speed events captured in the log file. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 9 months. The patient remains ongoing with the left ventricular assist device. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s left ventricular assist device (lvad) system had multiple low speed, low flow and pump stop alarms on (B)(6) 2017. The patient was asymptomatic. The manufacturer's technical support representatives confirmed pump stoppage events via log file analysis. These issues appear to be occurring on batteries. X-rays revealed some areas of concern on the driveline. On (B)(6) 2017, a successful distal end percutaneous lead replacement was done at the hospital. There were no further alarms and no pump stoppages reported. The patient remained stable and asymptomatic, the patient was discharged home.